Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection was noted that the shaft had bent, dents and abrasion marks. Functional testing with ar-6480 dual wave pump found the device did not have any leaking. The most likely cause for the reported failure can be attributed to user error due to the damage of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/24/2023, it was reported by a sales representative via (B)(4) that an ar-3373-5002 sheath is damaged non-specifically. This was discovered during use with no patient harm.